Event description:
A customer reported that during setup for a procedure, port 1 and 2 were not working. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The lamp was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 7, 2013. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was unable to be installed into a calibrated hotbed system due to a tight fit of the lamp in the illuminator chamber. The root cause of the reported event can be attributed to a nonconforming the lamp. However, how or when the part became nonconforming cannot be determined conclusively. (B)(4).